Event description:
Rt changed catheter and checked suction tubing but device did not return anything during suctioning phase. Rt then flushed catheter and no suction through the catheter occurred. Patient went brady/desat. Patient was given o2 and breaths until vitals returned to baseline. New inline catheter was placed, tested and was working properly used and worked by suctioning appropriately.